Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
On the same day as the immediate extraction of the tooth, the clinician reported a failure when inserting a dental implant. There was insufficient primary stability. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
On the same day as the immediate extraction of the tooth, the clinician reported a failure when inserting a dental implant. There was insufficient primary stability. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).